Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive flu and/or sars result for one asymptomatic patient sample. A dual positive result was received and pcr was negative, but the facility did not clarify which analyte was confirmed negative. No additional information was provided.